Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual inspection revealed that a balt catheter 6f 110 .038" and a coil were returned for this complaint. There are residues of blood over the catheter and the coil returned. The coil was returned kinked near the interlocking arm. The coil was found cut at 15.5 cm from the interlocking arm. Microscopic inspection revealed that the zap tip is detached from the coil. The interlocking arm was inspected and no anomalies were noted. The coil length failed to pass the dimensional inspection due to device condition. The rest of the coil dimensions were within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as an incompatible catheter and insufficient flush were used during procedure. The dfu states: "the interlock - 35 fibered idc occlusion system is designed to be delivered under fluoroscopy through a 5f (1.70 mm) od (0.035 in [0.89 mm] or 0.038 in [0.97 mm] inner lumen) imager¿ ii selective diagnostic catheter without side flushing holes." Also states: "in order to achieve optimal performance of the interlock - 35 fibered idc occlusion system and reduce the risk of thromboembolic complications, it is critical that the 5f imager ii selective diagnostic catheter is flushed vigorously, either utilizing a continuous flush or hand injection setup, before and after the introduction of each interlock - 35 fibered idc occlusion system." (B)(4).

Event description:
It was reported that the coil was broken. A 6mm x 20cm interlock¿-35 was selected for use. During a pelvic embolization varicocele, the interlock¿ was advanced in a non bsc angiographic catheter; however, it was noticed that the coil broke into two pieces. Furthermore, it was noticed that one piece remained in the catheter and the other inside patient in the intended location. The remaining piece was recaptured with the catheter. No patient complications were reported.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the coil was broken. A 6mm x 20cm interlock¿-35 was selected for use. During a pelvic embolization varicocele, the interlock¿ was advanced in a non bsc angiographic catheter; however, it was noticed that the coil broke into two pieces. Furthermore, it was noticed that one piece remained in the catheter and the other inside patient in the intended location. The remaining piece was recaptured with the catheter. No patient complications were reported.